Event description:
It was reported that during evaluation the device was not able to operate on ac or battery power and the battery couldn't be recharged. No patient involved and there was no further information.

Manufacturer narrative:
The device, used in treatment has been returned and evaluated. This assessment established a relationship between the device and the event reported. The visual inspection found defects to the outer case and the power entry port was broken, the functional evaluation confirmed that the device could be charged due to the broken power entry port. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.